Manufacturer narrative:
The customer confirmed that the reported issue was resolved. However, it is unknown if the blower assembly has actually been replaced, the information was unable to be obtain through multiple good faith effort attempts. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a customer complaint regarding a v60 ventilator indicating a high blower temperature condition; it was reported that there was no patient involvement at the time the issue was identified. At the time of the event, the device was being used to create a treatment plan for respiratory assist. The customer, a biomed, evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported concern. The expected and actual behavior was a high blower temperature alarm. During diagnostics, the biomed confirmed the presence of error code 1122 check vent: blower temperature high in the significant event log; the event occurred once and could not be reproduced at that time. The customer planned to run the unit overnight to determine whether the issue would reoccur. The blower assembly was identified as a potential corrective action, and the customer stated they would order the blower if the issue could be duplicated. Investigation is ongoing